Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5097545) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including sleep issues, fatigue, chronic pain, weight gain, allergy problems, red and swollen eyes, diagnosed with fibromyalgia, slow muscle recovery after exercise, panic attacks, anxiety, gerd, dermatitis herpetiformis, toenail fungus, brain fog, skin rashes, muscle pain and weakness, migratory joint pain, diminishing hormones, periods with large amounts of blood and clots that led to a hysterectomy in 2014, vertigo, ear issues, frequent urination, numbness and tingling in arms and legs, frequent coughing and choking sensation, shortness of breath, egrf decreased to 60, and low vitamin d levels .no device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.